Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5, d10, h6.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred two hours after the start of a patient¿s hemodialysis (hd) treatment. The rn confirmed no external blood leak was observed and blood was only noted internally within the dialyzer. The blood leak was visible at the outlet on dialyzer to the hansen connector in a very thin stream. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. Per supervisor the patient¿s blood was not returned and stated the estimated blood loss (ebl) was <20 ml. Immediately following the event, the patient was re-setup with new supplies on the same machine where they were able to complete treatment. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The sample was subjected to a bubble point test. A leak was detected at approximately 150°, with the dialysate ports situated at 0°, on the cavity ID end. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a potted fiber fragment was identified at the leak location on the non-cavity ID end. The fiber fragment was approximately 8.52mm in length. An opposing end was not identified. There was no other damage or irregularities noted. During the lot history review it was noted that there were two other complaints reported against the lot. The complaints were reported by the same clinic as the current event; one addresses another event of an internal blood leak (no sample) and one addressed the no-sample investigation for the current event. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred two hours after the start of a patient¿s hemodialysis (hd) treatment. The rn confirmed no external blood leak was observed and blood was only noted internally within the dialyzer. The blood leak was visible at the outlet on dialyzer to the hansen connector in a very thin stream. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. Per supervisor the patient¿s blood was not returned and stated the estimated blood loss (ebl) was <20 ml. Immediately following the event, the patient was re-setup with new supplies on the same machine where they were able to complete treatment. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint was reported by the same clinic as the current event and addresses another event of an internal blood leak (no sample). There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred two hours after the start of a patient¿s hemodialysis (hd) treatment. The rn confirmed no external blood leak was observed and blood was only noted internally within the dialyzer. The blood leak was visible at the outlet on dialyzer to the hansen connector in a very thin stream. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. Per supervisor the patient¿s blood was not returned and stated the estimated blood loss (ebl) was <20 ml. Immediately following the event, the patient was re-setup with new supplies on the same machine where they were able to complete treatment. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Blood test strips were used and tested positive for the presence of blood. The dialyzer was available to be returned for manufacturer evaluation. Additional information was requested but was not received to date.